Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing impedance and noise events. Also, there was twitching on the right chest of the patient. It was then confirmed with x-ray imaging that this lead was fractured. Technical services (ts) changed the setting from dddr to vvir the next day. To date, this lead remains implanted. No adverse patient effects were reported.